Event description:
On 07/08/2024, it was reported by an arthrex subsidiary employee via sems- (B)(4) that an ar-12990n scorpion needle broke inside the scorpion. This occurred during use in a case with no patient harm. After loading the needle into the scorpion, when the surgeon gripped the handle, it felt like the needle was stuck and caught on something, and the tip would not come out. When he took it out to check, he found that the tip of the needle had broken off, and the remaining part was still inside the scorpion but could be removed. He opened a new needle and tried to load it, but it also felt like it was stuck and caught halfway through, so he gave up on using it. An x-ray showed that there were no fragments or other debris remaining in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, striking the bone or using excessive force to pass the needle through fibrous/calcific tissue. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.